Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The customer reported having a case where a capsule was placed on (B)(6) 2012 and was still attached to the patient's esophagus on (B)(6) 2012. The patient did not complain of any pains. However, when the patient went to have an x-ray for another issue they noticed that the capsule was still attached. Our medical advisor provided to the customer all the necessary information.